Event description:
Complainant alleged that during surgery on a patient (age & gender unknown), the internal paddles caused the defibrillator to display a "cannot charge" message. The clinician switched defibrillators, however received the same "cannot charge" message. A second internal paddle set was obtained and operated appropriately. The facility's biomedical department was unable to duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.